Event description:
Reporter indicated a vns pt has "a possible lead issue". The pt is also experiencing neck pain with stimulation. The pt underwent vns therapy system replacement surgery. The explanted products have been returned to the manufacturer and are pending analysis. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.